Manufacturer narrative:
Approximate age of the device- 6 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth was not provided. The patient's sex was not provided. The patient's weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial.(B)(4). Approximate age of device - 1 year and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was found to have low hemoglobin on (B)(6) 2017. A bleeding scan was performed and a small amount of small bowel bleeding was suspected. The patient was admitted to the hospital on (B)(6) 2017. The patient received procrit and one unit of packed red blood cells (prbc). The anticoagulants were held. On (B)(6) 2017, the gastroenterologist was consulted and a mesenteric angiogram was negative for active bleeding. Coumadin and heparin were resumed on (B)(6) 2017, subsequently, the patient¿s hemoglobin level decreased. The patient received three more units of prbc. A small bowel enteroscopy found a single localized erosion with bleeding in the mid-jejunum. Laser therapy was performed. No additional information was provided.